Manufacturer narrative:
It was reported that "the pendant isn't working. And nothing on the bed is working and you cannot hear anything either all the connections are secure, and the bed is plugged into a working outlet and not an extension cord." "There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission

Event description:
It was reported that "the pendant isn't working. And nothing on the bed is working and you cannot hear anything either all of the connections are secure, and the bed is plugged into a working outlet and not an extension cord."